Event description:
It was reported that during an unknown procedure, when the device was fired there were no staples in it. Distal, proximate & colonic segments fell apart. The surgeon had to use a very difficult manual technique to complete the procedure.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.